Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qb2apz, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure? Posterior vaginal repair. The needle reported to have snapped off, did the needle break into parts? Or if it snapped of from the suture? The tip of the needle snapped off. Did any parts fall into patient? If yes, was it retrieved? They are not sure but suspect this might have happened. It wasn¿t retrieved. If not retrieved during that procedure, did the surgeon advise if patient is going to be re-admitted to retrieve at a later date? No, surgeon made patient aware of needle breaking during procedure though. Any changes to patient¿s post-op management due to reported issue? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were xrays performed to look for any possible retained needle pieces? In regards to any possible retained needle pieces, it was stated that ¿they are not sure but suspect this might have happened. It wasn¿t retrieved¿. If there is a possible retained needle piece, what structure would it be located in?

Event description:
It was reported that a patient underwent a posterior vaginal repair on (B)(6) 2020 and suture was used. During the procedure, the needle tip snapped off during use. The surgeon suspected a needle piece may have fallen in the patient and not retrieved. There was no change in the patient¿s post-op management. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/06/2020 corrected information: patient code - 2199 additional h3 investigation summary: ==> it was reported that the needle tip snapped off. One unopened sample of product code vcp317, lot qb2apz was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted. Additional information was requested and the following was obtained: - were xrays performed to look for any possible retained needle pieces? No - in regards to any possible retained needle pieces, it was stated that ¿they are not sure but suspect this might have happened. It wasn¿t retrieved¿. If there is a possible retained needle piece, what structure would it be located in? The procedure was a posterior vaginal repair so the needle piece would be in the vaginal wall ¿ I would have to confirm this with the customer though, these are just my thoughts! - patient¿s current status? Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.